Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown, 42532006702 - tibial component - 63236045, 42502006202 - femoral component - 63199912, 42540000026 - poly patella - 63214077. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01056. 3007963827-2020-00093.

Event description:
It was reported that the patient underwent initial right knee arthroplasty and began experiencing pain and limited mobility. The patient states that x-rays show everything in line per patients surgeon. The patient is concerned about a possible allergic reaction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No change in the root cause. A definitive root cause cannot be determined. Per package insert persona personalized knee system: pain, poor range of motion, instability are known adverse effects of this system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no inter-ops complication during the initial surgery. The patient continues to experience pain and limited rom and been training with physiotherapy to resolve it. Rehabilitation note states the patient continues having dizziness when lays down. The patient tries to continue to walk without an assistive device. Patient continues to work with hep and walks with a straight cane. Subsequently, the patient was able to increase the activity level with fatigue. The patient then began experiencing pain, point tenderness over distal it band, point tenderness over pes anserine bursa, and lateral aspect of lower leg/calf. 1-4/10 pain with wb and ambulation. Also, treated with multiple orthopods; including prednisone dose pack, spinal injections, and MRI noting multilevel stenosis in conjunction with degenerative changes, severe bilateral foraminal stenosis at the l5-s1 level with bilateral l5 nerve root compression. Along with experiencing impaired joint mobility, motor function, muscle performance, rom, and moderate pain or limitation with ambulation and adls. A definitive root cause cannot be determined. Per package insert persona the personalized knee system: pain, poor range of motion are known adverse effects of this system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient further reports her condition is getting worse quickly as she can barely walk and is experiencing pain and difficulty raising her arms up.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h6. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient reported that she is still having some stability issues and uses a brace to help with that. Additionally, she noted that her doctor suggested she have a revision to exchange the poly and that might help with her instability. However, the patient stated that she did not want to go through another surgery.